Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Customer changed pump supplies to address the issue and resumed insulin.